Event description:
It was reported that an MRI was done on the patient¿s old pump at the beginning of 2013. The patient came back from the MRI and ¿everything was ok¿. Then in (B)(6) of 2013, the health care provider (hcp) checked the pump with the ¿meter¿ and said the pump needed to be changed. It was reported the patient wasn¿t getting the medication like he was supposed to; it was reportedly getting under the patient¿s skin due to a knot in the catheter. The pump and catheter were then replaced. The hcp flushed ¿it¿ and everything was ¿fine¿. The device system was used to deliver clonidine, bupivacaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).